Event description:
Senseonics was made aware of a incident where the patient's insertion site was inflamed with a mild infection. The physician decided to remove the sensor.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The clinic submitted this infection case as a adverse event and considered the incident to be mild. As a precaution the doctor decided to remove the sensor and the infection was resolved. As this time no remedial action/corrective action/preventive action / field safety corrective action is required. The removal date for the sensor was not clearly specified. Based on the documentation provided by the clinic the sensor may have been removed on (B)(6) 2019.